Manufacturer narrative:
The device was received for evaluation. During functional testing, under infusing was not reproduced. Evaluation sent the device to flow lines for flow testing and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused during delivery in the oncology/chemo infusion. The expected and actual infusion time, volume and flow rate was delivering 13 ml, rather than 20ml per accuracy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.